Manufacturer narrative:
The customer declined proposed repair of the device. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit bag/vent switch was not operating as expected. The unit failed to switch to mechanical ventilation when requested. There is no report of patient involvement.